Manufacturer narrative:
The device was examined at a local service center. During inspection, it was determined that the main lamp's bulb had exceeded 500 hours of life and the bulb had burnt out. The bulb was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii xenon light source had a burned out lamp. No adverse effects to patient reported.

Event description:
The customer reported the event was found during preparation prior to procedure.

Manufacturer narrative:
This report is being supplemented to provide the following: corrected event date; see b3. Added available event information; see b5. Corrected d9 to check "yes".

Manufacturer narrative:
(¿No¿ was selected in error on the initial report), h3 (¿yes¿ was selected in error on the initial report), and h6 (type of investigation code ¿4112¿ was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation/third party tests results, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.